Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, a patient presented with a right side infection. The patient was revised to competitor products. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No patient or medical information provided. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis wear, fracture and subsequent migration of the glenoid component leading to metal-on-metal articulation between the center cage and humeral head. Based on the radiographs, it appears the humeral head and preserve stem are sitting proud, however, it is unclear if this contributed to the event. The cause of the seating of the humeral components cannot be confirmed but may be due to over-resecting of the humeral bone during implantation, humeral bone loss over time, or due to the reported infection. However, the reported infection and series of events cannot be confirmed as the devices were not returned for evaluation and no initial post-operative radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.